Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl performed three consecutive warmstarts while ventilating a patient, but continued the ventilation afterwards. No injury has been reported.

Manufacturer narrative:
The affected evita xl was available for investigation by the manufacturer. On the basis of the logbook entries, the reported event was confirmed, on (B)(6) 2018 at 1:49 am three consecutive warm starts were recorded. However, no device error code is recorded for the warm starts. Immediately afterwards the device was switched off by the user. A duration run was performed and passed without a deviation. An emc immunity test according to iec 60601-1-2: 2007 "radiated em fields" in the frequency range 80 to 2500 mhz at 10 v / m also showed no deviation. The absence of an error code during a warm start indicates that the processor system had no operating voltage for a short time. Based on this information, the power supply was identified as the possible cause of the event. The device behaved as specified during the event and attempted to correct the error with warm starts. During a warm start, the evita opens the airway system to allow for spontaneous breathing. This process is accompanied by an alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the previous parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.